Event description:
The customer called to report that the suspect device was used to check customer's blood glucose and a result of 188mg/dl was obtained. The customer recalled the test in memory and saw 956mg/dl was saved for the result. No other info was provided. The customer had no other concerns.